Event description:
It was reported that the patient developed an infection. The patient presented to the emergency room (ER) on (B)(6) 2012 with 3 days of increasing headaches and "stiff neck". The patient was afebrile. The following day on (B)(6) 2012, the patient was seen again in the ER. She had remained afebrile and no longer had a stiff neck; however, the headaches were still present. The patient's symptom also included intractable pain and was located at the device pocket and catheter track. It was reported that there was less than 50% of therapy relief. The patient's complete blood count (cbc) was normal. Three days later, the patient was seen at clinic and then sent to the ER for concerns of possible meningitis and local site infection over abdominal wall. The patient's white blood cell (wbc) count was (B)(6). Other results noted on (B)(6) 2012, (B)(6). It was also noted on this date, that the incisional wound appeared "erythema tours" with some slight dehiscence of the wound and pus drainage. Culture was taken from the blood and the device pocket and fungal meningitis was confirmed. Antibiotic treatment was necessary and the pump and catheter was explanted. At the time of this report, the patient was alive and without injury. The drugs delivered via pump were dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8590-1 lot# n323952, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).